Event description:
It was reported that after insertion, resistance was met when trying to remove the spring wire guide (swg) from the catheter. After removal, the swg was found kinked. There were no reported pt complications.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction; therefore, it is reportable. Eval: two 0.032" x 60cm spring wire guides (swg) were returned for eval. Both returned swg's were kinked. The first swg was unraveled at the distal end with multiple bends along its length. The core wire was separated adjacent to the distal weld, which remained attached to the coil wire. The second swg was separated at the proximal end with multiple bends along it's length. The swg was kinked sharply approx 13cm and 16cm from the distal end. The core wire was separated near the proximal end with no visible evidence of close proximity to the weld. The separated end appears broken at an angle. The proximal weld was missing. The coil wire was separated approx 18cm from the distal end with both segments remaining wrapped around the core wire. The distal weld was intact. Instructions for use (B)(4) describes suggested techniques to minimize the likelihood of swg damage during use. The device history records for the swg's were reviewed with no findings relevant to this complaint. The reported complaint of kinked swg's was confirmed. One swg was unraveled and the other was separated. The potential cause of the unraveling and separation could not be determined based upon the samples and info provided. A CAPA has been initiated to address this issue.